Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The reported poor image resolution was due to patient anatomy. The patient effect of recurrent mitral regurgitation (mr) was due to the procedural condition of the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet and mr increased back to 4+. It was reported that the initial mitraclip procedure was performed on 9/14/2021 to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the patient anatomy. One clip was implanted, reducing the mr to 2. On (B)(6) 2021, a control echocardiogram was performed, which found that the most lateral clip detached from the anterior leaflet and remained attached to the posterior eaflet (single leaflet device attachment/slda) and mr increased to 4+. A second procedure has not been planned and the patient is under observation. No additional information was provided.